Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. An autopsy was not performed per the family's request and the device was not available for evaluation. A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to an intracranial hemorrhage. The lvad was reportedly operating as expected. No additional information was provided.